Manufacturer narrative:
Device evaluation: the specimen presented an overall length of 106.8cm, formed curve dimensions of 4.3cm x 4.3cm and a finished diameter of .03450". A gage bushing certified to be .0360" cannot be passed over the length of the specimen due to as received condition. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. The specimen presented shear/cut damage to the coil and core wires at 98.6cm and 101 cm from the distal aspect of the formed curve. Both the core and coil wires presented evidence of mechanical shear/cut damage as mentioned in the event description. Approximately 174 cm length of the specimen was not returned. The specimen also presented multiple coil offsets in the formed curve along with bend damage at 41.5cm and 97.6 cm from the distal aspect of the formed curve. Our investigation was unable to confirm that the product did not meet specification prior to shipment. The investigation concluded that the product met specification at the time of shipment. As indicated in the warnings: ·exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. ·never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Care should be taken when advancing a guidewire after device deployment. ·the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: ·verify compatibility of interacting devices prior to use. As indicated in the device instructions for use: 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2¿ guidewire prior to withdrawing the wire. B. The safari2¿ guidewire is pulled back completely into the catheter. C. The safari2¿ guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided and the evidence presented, it appears that procedural and/or clinical factors may have impacted on the event as reported. Section h6 type of investigation (b) was updated to reflect the analysis of the actual specimen. No other codes were updated at this time. It was reported that the lot number is unknown; therefore, in section d4, the UDI number remains blank. Attempts to obtain the information missing or unknown in relation this event have been made; however, per the distributor, good faith efforts have been performed and at the time of this report no additional information has been received regarding this event. Should additional information be received, a follow up medwatch report will be submitted.

Event description:
Event description: tavi procedure performed as per centre practices and valve deployed in correct position with no issues. When attempting to remove safari 2 wire and replace with diagnostic pigtail catheter it was not possible to take it out of the ventricle. The physicians then attempted with many catheters to remove the wire but it wouldn't get out. Professor was then called to give assistance, he tried catheters again but then had the idea that the outer coil of the safari 2 wire may have somehow become open and trapped the tissue. He then cut the wire and used the core to manipulate each layer. This had an immediate effect and the wire became free and was removed without any more problems. What troubleshooting steps, if any, resolved the issue?: catheters used to try and dislodge. Wire cut in end to manipulate core patient present at time of event?: yes patient complications: no patient complications was issue present upon opening package? No question: any resistance encountered during advancement through anatomy? Answer: no question: was there a device interaction with another device? If yes, please explain and provide other product details: answer: no. Question: how was the procedure completed - were any devices exchanged (if yes, please specify)? Answer: no. Question: what were possible contributing factors (comorbidities, anatomy characteristics, etc)? Answer: none question: where in the patient anatomy was the difficulty encountered? Answer: left ventricle question: what was the suspected cause of the reported event? Answer: not sure question: was any device damage noted? If yes, please specify where. Answer: some damage to tip and curve, but not sure if this was due to manipulation when trying to remove question: was any imaging performed (angio, cine, CT, 3mensio)? If yes, please note what type of anonymized media is available and where it is located: answer: no additional information received 11jun2024: question: listing and model of other devices used during the procedure, include the model, brand name, sizes, etc. Answer: 14f isleeve introducer sheath acurate neo2 transfemoral delivery system acurate neo2 valve 22mm balloon catheter question: was there any damage noted to the guidewire prior to the procedure? Answer: no question: was bav performed over the wire? Answer: yes additional information received 17jun2024: question: was there any resistance noted during insertion or withdrawal of the devices for bav? Was any damage noted to the wire prior to or after the bav? Answer: nothing noted, seemed to be performing as normal. Question: it was reported exchanging the safari2 wire for a diagnostic pigtail catheter might occur; did this take place? Answer: the initial exchange was attempted as per normal practice. But the wire wouldn't come out of the ventricle. This is when they tried the other ways to remove, ultimately leading to cutting wire and removing. Question: after the safari2 guidewire was removed from the patient, was the procedure completed successfully without insertion of the diagnostic pigtail catheter? Answer: yes, the final catheter used to remove the safari was a snare catheter and when the wire came out they just finished the procedure without the need for another pigtail. Question: can you clarify the approximate location on the safari2 where the physician cut? Answer: must have been about 40cm from the back end of the wire. Question: can you please confirm if there were any issues with removal of the treatment device upon completion of the bav? Answer: the bav balloon came out as normal without any issues.

Manufacturer narrative:
Product was not received at the time of this report; therefore, no physical analysis could be completed. The images provided presented multiple coil offsets in the formed distal curve region. The lack of lot traceability prevents performing a device history records review for any indication of manufacturing defect or anomaly that could have impacted on the event as reported. A review of the manufacturing processes indicates the production operators are instructed to 100% visually inspect for any obvious defect prior to shipment. As indicated in the device instructions for use warnings: · exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. · never advance the guidewire against resistance without first determining the reason for resistance under fluoroscopy. Excessive force against resistance may result in damage to the catheter or vessel/organ. Care should be taken when advancing a guidewire after device deployment. Care should be taken when advancing a guidewire after device deployment. · the curve of the safari2¿ guidewire should be constrained within a catheter during insertion into or withdrawal from the body or treatment site. As indicated in the operational instructions preparation for use: · verify compatibility of interacting devices prior to use. As indicated in the device instructions for use: 10. To remove the guidewire from the treatment area: a. A catheter must be advanced into the treatment area over the safari2¿ guidewire prior to withdrawing the wire. B. The safari2¿ guidewire is pulled back completely into the catheter. C. The safari2¿ guidewire may then be withdrawn from the catheter. At this time, it is not possible to assign a definitive root cause for the event as reported. Based on the information provided, it appears that procedural and/or clinical factors may have impacted on the event as reported. If there is any further relevant information, a follow up medwatch report will be submitted.